Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric intraocular lens (iol) had a packaging issue. During lens insertion, a scratch was observed on the lens. The lens was fully inserted then cut out by the surgeon. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. It is unknown if unplanned sutures were required. Through follow up, it was clarified there was no packaging issue. The or (operating room) team stated there was a scratch on the lens. There was no unplanned incision enlargement or unplanned vitrectomy required when removing the iol. There was no patient injury noted. The replacement lens was successfully implanted. The patient was discharged as expected. The product is not available for evaluation as it was discarded. No other information was provided.